Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memortgel 375cc gel breast implants which the left side ruptured after implantation. Patient stated she experienced left arm pain, and left breast rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient had bilateral removal on (B)(6) 2019. The MRI examination indicated that the left implant ruptured and is in lymph node, as the doctor confirmed. On (B)(6) 2019, additional information indicated that the patient has 3 mm benign cyst, swelling, pain on the left axillary area, benign mass on the right and patient has noted hair lost. Manufacturer¿s reference number: (B)(4).